Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Furthermore, a specific cause for the patient¿s infection could not be conclusively determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The hm3 lvas IFU lists infection, respiratory failure, and other neurological event (not stroke-related) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists neurological dysfunction as a potential late postimplant complication. Furthermore, the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had respiratory failure due to prolonged intubation and inability to wean. A tracheostomy was performed on (B)(6) 2017. Eventually the patient was decannulated at rehab. On (B)(6) 2017 the patient had a psychiatric episode with increasing delirium. The patient was seen by psychiatry who classified the delirium as severe. The patient was given seraquel which was increased during the hospitalization. The delirium resolved on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was not moving their left side at all and minimally moving their right. Patiently gradually improved and was able to move all extremities and speak. No additional information was reported.